Event description:
Customer reports via phone that product spills out of (leaks) at connector. This has occurred twice. In one instance, the tubing came off and contrast sprayed into technologist's eye. Customer is not sure which tubing is used (namic possibly).

Manufacturer narrative:
Conclusions/corrective actions: according to results obtained in the investigation, the defect reported by the customer could not be duplicated. Since the failure mode was not duplicated, no corrective actions are derived of this investigation. It will be helpful if the sample that failed could be returned for evaluation because all the testing performed was made under product that was not used yet and that met all the quality requirements. This customer complaint will be reopened if defective sample is received. This defect reported is considered an isolated case.